Event description:
A facility reported that during an unspecified case, the pressure on the mayfield modified skull clamp (a1059) went down from 60lbs to 45lbs before the case was finished. The surgeon felt this was a patient safety issue and related to an issue with a spring in the clamp that is tightened down. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate the reported issue. With respect to the returned unit, it passed all specific functional testing requirements. When the unit is properly positioned and put under pressure, the unit would not have lost pressure. Further investigation by quality engineering notes some minor wear to the starburst teeth, but otherwise confirms the service & repairs conclusion. General maintenance and cleaning performed. Root cause - evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate the reported issue. Probable root cause is improper or suboptimal positioning of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.